Event description:
The customer reported to olympus, the high-definition lcd monitor could not start. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During inspection, the reported issue was confirmed, and it was attributed to a g1 board failure. During visual inspection, no abnormalities were found. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct h8. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection before use. The device was replaced the next day on (B)(6) 2022. The unspecified procedure was completed with another monitor. There was no procedure delay or reported patient harm.